Event description:
The pump was working for two days, at which time, the system error 2 and 6 alarms were noted. The pump switched off automatically, and did not start again. There were no pt complications. The problem happens with high and low peak voltage levels. Co's technical support manager is working with the customer to try to resolve the problem.